Manufacturer narrative:
Device evaluated by MFR : device not returned.

Event description:
It was reported that the cartridge did not slide onto the pump properly. Additionally, it was reported that the cartridge was leaking from the patient line. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 306-451 mg/dl.